Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began within the last couple weeks. Patient stated they would plug the recharger into the controller to charge the implant and all they would get was no device found. Patient said they would finally get the implant to charge after 45 minutes of repositioning and the controller would say the controller needed to be recharged. Patient reported that they are able to fully charge the controller but struggle with the implant; patient added that they used to be able to immediately charge the implant whereas now it takes 30 minutes to locate the implant. Patient stated that the recharger gets hot during charge sessions; patient said that they kept messing with their equipment thinking that the issue was them so they didn't call. Patient noted that they are completely out of charge and without a charge their life would be miserable. Patient inquired about battery pack life because they had theirs for some time now; agent reviewed information with patient. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered back on. Patient inserted the battery pack and confirmed flashing green light above screen. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage but that the recharger gets hot while charging the implant. The issue was not resolved.